Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the physician¿s handheld identified that on (B)(6) 2013 the patient¿s settings were indicative that a faulted diagnostic test had previously occurred. The in-house programming/diagnostic history database did not contain any programming history during this timeframe. Attempts to obtain the history from the physician¿s handheld are underway, but the history has not been received to date. No adverse events were reported.